Event description:
A doctor alleged that a patient experienced darkening of her veneers for teeth numbers 8 and 9, approximately six (6) months after placement with breeze self cement.

Manufacturer narrative:
The doctor was advised that using breeze self etch cement on veneers was contraindicated as stated in the 'instructions for use'. The patient's veneers were remade and placed with mojo veneer cement. To date, the patient is doing fine. The product involved in the alleged incident was not returned and no lot number was provided; therefore, no evaluation can be conducted.